Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Account name: (B)(4) hospital. Account #: (B)(4). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 120.4610 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the power supply board, and the switching power supply. Recommended sending in for repair. Customer will send in for repair. Ended call.